Manufacturer narrative:
Batch review performed on 20 march 2025. Lot: 2415641: (B)(4) items manufactured and released on 20-sep-2024. Expiration date: 2029-sep-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
During shoulder revision surgery for dislocation (MDR: 3005180920-2025-00226), the metaphysis bone fractured. It is unknown how this occurred. The surgeon revised the metaphysis and plated the fracture to complete the case. There was no delay and the surgery was completed successfully.